Event description:
Additional information received reported the patient did not have any concerns with her device or therapy.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that compatibility guidelines were requested for the following: MRI. The patient went to the MRI today ((B)(6) 2013) and the technicians told her that she could get a shock through her body if she has the MRI. This was to be an MRI of her brain. Previously, the tech had been told to turn the ins off, and if the patient did not have the remote they might have to reschedule. Information had been faxed to the tech. It was reviewed that the reason the MRI was cancelled was because the patient didn't bring her controller to the appointment, and to make sure she brought it the next time. The patient was set again for an MRI on (B)(6) 2013. It was noted that the lightning bolt on the patient's programmer kept disappearing. When asked if she was accidentally turning the ins off, the patient didn't think so. It was reviewed that some objects with a high field of emi (electromagnetic interference) can affect the device. The patient asked if a computer could affect it. It was reviewed this wasn't likely, but if the patient noted that the stim keeps turning off, to try to determine what objects she is around when it happens, and to contact her hcp (health care provider) if it keeps turning off. If additional information is received, a follow up report will be sent.

Event description:
Additional information received reported the patient was still having concerns with their device or therapy, but was working with their doctor or manufacturer representative. An appointment on (B)(6) 2014 was noted.

Manufacturer narrative:
Continuation: product ID 3889-28, lot# v339124, implanted: (B)(6) 2010: product type lead; product ID 3037, serial# (B)(4): product type programmer. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that ¿sometimes¿ stimulation turned off. This started soon after implant. The patient could not tell when therapy was working or not. It was noted they would check the implantable neurostimulator (ins) with the programmer and often the ins would be off. It was initially noted the patient used the ins off button, but later indicated they used the sync button ¿to start¿ and the ins on button to turn stimulation back on if it was off. During the call, the ins was on, but was indicated to have been off earlier. An additional follow up report will be sent if additional information is received.